Manufacturer narrative:
H2) device evaluation: h3, h6) a software analysis was completed. It was determined that this was not a software issue; the software was functioning as designed. A hardware analysis was completed for the cp2 and detector. Visual/physical examination, functional testing, and performance testing were performed but the reported complaint was unable to be confirmed. The cp2 and detector were installed in a test system for several days. The system booted and readied at each power cycle while under test. Multiple 2d and 3d images were performed and were successful. There was no problem or fault found with the cp2 and detector while under test. FDA evaluation codes 10, 213, and 67 apply to the software analysis that was completed as well as the hardware analysis that was completed for the cp2 and detector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi40000026, serial/lot #: rev. 5 (B)(4). A medtronic representative (rep) went to the site to test and service the equipment. It was found that the image acquisition system (ias) would not completely boot up. There was no check mark for the generator on the pendant. The cp2 had power but would not complete initialization, and the detector was not ready in the application. The rep replaced the cp2 and detector, thus resolving the issue. The system then passed the system checkout and was found to be fully functional. The cp2 and detector were returned to medtronic but were under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the imaging system was unable to fully boot up. On the pendant of the image acquisition system (ias), it showed that the generator portion of the boot up never received a check mark. No patient was present as this occurred during a morning start up. The site was able to grab another medtronic imaging system and proceed with their case with no delay.